Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), critical pump error/open book image. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the outcome indicated that the pump would be replaced. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was successfully downloaded using (thump software). P-cap locked in place properly during testing. Proceed it with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). During download review pump error 63 alarm confirm on 11/15/2024 09:50:01.000, 11/18/2024 12:57:07.000 and on 11/18/2024 12:57:20.000-hours. File number: 2017 line number: 147. Per software engineering log it was determine that pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assemblies. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. The adapt tool also recorded pump error 4 due to consequence of pump error 63. Per visual inspection no moisture damage was noted. Unit also received with scratched case, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion unit came in with critical pump error alarm trigged by pump error 63. Pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.